Manufacturer narrative:
Additional narrative: additional patients identifier reported as (B)(6). Patients weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 352.311, lot # h170935: release to warehouse date: (B)(6), supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screwdriver broke off into the screw while the surgeon was inserting a screw into the plate during anterior cervical discectomy & fusion (acdf) level c567 on (B)(6) 2017. The surgeon backed the screw out since he did not want the screw to remain in the patient. A second screwdriver was available to complete the procedure. The surgery was completed successfully with no delay and no additional medical intervention. The patient status is fine. Concomitant devices reported: ti vectra-one plate 2 level/34mm (part # 04.613.184, unknown lot #, quantity 1), 4.0mm ti cerv self-retain screw self-drlg /variable angle 18mm (part # 04.613.518, unknown lot #, quantity # 1), this report is for one (1) extraction screwdriver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales consultant confirmed that the name of the procedure is anterior cervical discectomy & fusion (acdf) level c5-c7, instead of c567.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip of the inner shaft was found to be broken and missing a segment. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined and the complaint condition was able to be confirmed as the distal driver tip was found to be broken and missing a segment. No definitive root cause was able to be determined; not fully inserting the inner shaft or off axis use could have contributed to the device failure. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and driver and and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Upon examination the distal 3mm of the device tip was found to be missing (measured 278mm, specification 281.5mm). A device history review, including material and hardness review, was performed for the returned instruments lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. As no serious injury was reported, no dcrm calculation was performed for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.